Event description:
As reported by the sales rep per the user facility: the IV tubing disconnected from the distal spin lock connector that was attached to an ultrasite valve on the end of a femoral line IV site; blood then siphoned out the line. Additional information provided by the facility indicated the pt was being prepared for transport for a procedure. The nurse was attempting to disconnect the primary IV tubing from the right femoral line (us3130). She found it very difficult to loosen the luer lock connection at the terminal end of the tubing connected to the pt's femoral catheter. While attempting to loosen the connection, she reported that it released, but that she heard something hit the floor. She then found the screw portion of the connector on the floor. She was attempting to figure out what happened when the pca assisting her stated, that the pt was bleeding. When she looked at the femoral catheter, she noted that the cannula on the end of the IV tubing remained in the pt's central line catheter and blood was flowing from the site.

Manufacturer narrative:
The actual sample was returned to the manufacturer to be evaluated. The sample consisted of the male luer lock adapter disconnected from the set at the solvent bonded joint of the adapter to the tubing. The tubing section of the set was not returned for evaluation. Solvent application was noted on the inside of the adapter at the tubing insertion area. The spinlock collar was also missing on the adapter was not returned for evaluation. The critical dimension of the male luer lock insertion area was measured per the applicable design specification and found to be within specification. The male luer taper was noted to pass the luer taper gage test using the button gage in compliance with iso 594 standards. Although no inventory remained of the reported lot, the house retains for the reported lot were subjected to a pull test at the bonded joints and the spinlock collar, using a tensile force tester. All samples exceeded the minimum joint separation design specification and passed the joint integrity test.